Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol "ventio" mesh (device #2) may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove the device and repair the recurrent hernia. During the procedure, the doctor noted ¿it was readily found that the previously placed onlay mesh was completely unincorporated.¿ recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No sample was returned. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio mesh (device #2). An additional emdr was submitted to represent the bard/davol composix kugel (device #1). Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent repair of a ventral incisional hernia. As alleged, a bard/davol 3x3¿ kugel patch(device #1) was implanted in patient during this repair. On (B)(6) 2016: the patient underwent surgery to explant the failed mesh device and repair an incisional hernia. Prior to the surgery the doctors. Noted that ¿there is a free edge of the mesh identified inferiorly and there is slight bulging of the intra-abdominal fat into the area of the mesh in a pannus-like fashion. The pattern here suggests dehiscence of the mesh attachment.¿ during the procedure, the old mesh as well as the hernia sac were excised; as alleged, a bard/davol 4.3x5.5¿ ventrio (device #2) was implanted. On or about (B)(6) 2016: the patient underwent surgery to explant the failed mesh device. During the procedure, the doctor noted ¿it was readily found that the previously placed onlay mesh was completely unincorporated.¿ as reported, patient continues to experience complications related to the bard/davol kugel patch (device #1) and the bard/davol ventrio (device #2). She has already and will likely require additional surgeries to repair the damage from the product. The bard/davol kugel patch (device #1) and the bard/davol ventrio (device #2) implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat.